Event description:
Additional information was received that the right ventricular lead was capped and replaced to resolve the event.

Event description:
During a clinic follow-up, episodes of undersensing, loss of capture, and muscle stimulation were observed on the right ventricular (rv) lead. The rv lead was alleged to be dislodged. The device was reprogrammed. The patient was stable and will continue to be monitored.